Manufacturer narrative:
Product complaint # (B)(4). Dmf# - 13704, trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During an attune total knee replacement, the smartset cement was setting very quickly (reportedly within about x3 minutes). The senior scrub nurse also commented that it was difficult to mix/manipulate at 1 minute. The cement had set/cured on the tibial tray before implanting and so they had to dispose of the tibial tray and open another one. They ended up using a competitor cement with the new tibial tray and the surgery continued. The surgical team have commented that the temperature in theatre was normal. The whole incident added approximately 40 minutes to the surgery time and the patient came to no harm.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a review of the device manufacturing records (DHR) was performed as part of this investigation. A search of the depuy nonconformance (nc) quality system found one unrelated nc associated with this product/lot combination.